Event description:
On (B)(6) 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2010, the pt presented to the ER with fatigue and back pain, and the physician diagnosed a stent-graft infection. On (B)(6), 2010, the devices were explanted and replaced with a surgical graft. The pt tolerated the procedure, and he was doing well with no complications at his latest follow-up exam in (B)(6) 2011. A cause for the infection was not described in the medical records; the pt did not have a pre-existing infection or history of infectious disease.

Manufacturer narrative:
The mfg and sterilization records review verified that the lots met all pre-release specifications. Additional devices: (B)(4).